Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer cancelled the work order. No resolution was provided by both the field service engineer and the customer about the resolved issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the doors were failing often, stopping the user from dispensing the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.